Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch ultralink meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 at 10:00 pm the patient obtained the blood glucose reading of 522 mg/dl on the reported meter which she claimed was inaccurately high. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient noted that afterwards, she administered self-treatment with 5 units glucagon injection; she did not seek any medical attention. The meter, test strips and control solution were replaced. The patient allegedly had be given glucagon treatment after obtaining an elevated blood glucose reading on the reported meter, therefore this complaint is being reported.

Manufacturer narrative:
(B)(4): the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter involved in this case has passed all testing with no faults found; the complaint could not be reproduced. The patient's test strips have been returned however product analysis has not yet been completed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.